Event description:
The manufacturer was notified on (B)(6) 2016 that a mitroflow valve (size 23) was explanted after >4 years due to calcification. Re-stenosis in the aortic valve with left ventricle hypertrophy, fe=60%, ada lesion 80-90%. The device was replaced with a prosthesis from another manufacturer.